Manufacturer narrative:
It was reported that the lid prematurely disengaged during a cycle. Customer stated the lid would open when the power was off by just pulling up on the lid. The run button also did not work properly. Statspin centrifuge reported. No injuries reported as a result.

Event description:
Customer stated that the lid was not latched on the statspin unit.